Manufacturer narrative:
A steris service technician arrived onsite and found that the view port had become damaged allowing steam and water to leak from the sterilizer. The technician replaced the view port, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that water and steam were leaking from their amsco 400 sterilizer. No report of injury.